Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the luer lock ports. The y-site port appeared to be punctured. The device contained normal saline. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak was observed at the third y-site clearlink. An autopsy was performed on the third y-site clearlink, and a hole and flash at the gland was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.